Event description:
A barostim system was implanted on (B)(6) 2023. It was noted that the patient had retained fluid prior to the procedure. It was stated the patient wasn't feeling right while in observation after the implant, but the patient was discharged. The patient passed on (B)(6) 2023. The patient's spouse thought barostim caused the death. In the opinion of the physician, the patient was very sick and barostim did not contribute to the patient's death. It was noted that the patient had been on the heart transplant list but had been removed due to comorbidities and had respiratory issues.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was related to the patient's condition prior to the procedure and was not caused by the barostim system. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID # (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Cvrx ID# (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Cvrx ID #: (B)(4).